Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature cable. Advised to swap out the temperature in cable. Noted if there was another device not currently in use, they could take the cable from that device or call biomed to see if another cable was available. Per additional information received, spoke with nurse who confirmed a biomed had exchanged cables from another device and would be ordering more for back up. No further issues after cable exchange. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but probe was not registering. Patient temperature (pt) was 36.4c. Verified they are plugged into the patient temperature (pt) 1 port. Tried esophageal and foley probes but neither one was registering. Advised to swap out the temperature in cable. Noted if there was another device not currently in use, they could take the cable from that device or call biomed to see if another cable was available. Per follow up information received via task on 24feb2026, spoke with nurse who confirmed a biomed had exchanged cables from another device and would be ordering more for back up. No further issues after cable exchange.

Event description:
It was reported that the nurse stated that they were trying to initiate therapy, but probe was not registering. Patient temperature (pt) was 36.4c. Verified they are plugged into the patient temperature (pt) 1 port. Tried esophageal and foley probes but neither one was registering. Advised to swap out the temperature in cable. Noted if there was another device not currently in use, they could take the cable from that device or call biomed to see if another cable was available. Per follow up information received via task on 24feb2026, spoke with nurse who confirmed a biomed had exchanged cables from another device and would be ordering more for back up. No further issues after cable exchange.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.